Event description:
Company rep reported on behalf of a physician an alleged leak. "Leak in band tubing (other area) disallowed the balloon of the band to be adjusted, resulting in poor weight loss results for the pt." The device has been replaced.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".